Event description:
Inbound. Reports pump (B)(4) started beeping, now alarming no disposable pump won't run, reservoir volume 67.7 ml, she was asleep and doesn't know if she rolled onto the pump before it started alarming. Cassette lot number unknown. Troubleshooting done, unsuccessful. Moved cassette to backup pump sn (B)(4) when it wouldn't work on (B)(4). Reset res vol to 67 ml. Started pump; running without alarms, no further details provided.